Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
A healthcare professional reported via a manufacturing representative that a patient whose indication for use is parkinson's dual and movement disorders reported that the patient had a stroke in 2008 after implant of the leads. The patient had to wait until 2009 to implant the implantable neurostimulator (ins).